Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed in (B)(6) 2025. During a routine follow up on (B)(6)2025 the patient was seen with the full amount of the hydrogel in his rectal wall. The patient experienced bloody stool and a fistula. The patient was not hospitalized, but he is under monitoring, laxatives were prescribed as result of the symptoms, and the planned radiation treatment was postponed.

Manufacturer narrative:
Block b3: the event date is an estimated date. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. It was reported as unavailable per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.